Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. The protective sheath was retracted. The pt then experienced ventricular fibrillation. Cardioversion was performed. Upon withdrawal of the sds, the stent was noted to be missing from the balloon catheter. The stent had embolized to an unknown location. A secondary coronary stent with delivery system was successfully deployed at the target lesion site. There were no add'l clinical sequelae reported relative to the event.